Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog#: 157444 m2a-magnum mod hd sz 44mm lot#: ni unknown cup. Reported event was unable to be confirmed due to limited information received from the customer. Review of the pre-op x-rays provided identified anatomic alignment of the right hip arthroplasty. Small focal area of acetabular osteolysis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#:157444 m2a-magnum mod hd sz 44mm lot#:ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately ten years post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.